Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation inside the original box, securely seated with the thermoform tray. Visual inspection: the closurefast catheter was inspected and found the coil was bent and near the bend the fep was deformed. The coil fep damage was approximately 5cm from the distal tip. The fep that appeared deformed was inspected under microscope. A red dried material was embedded with the fep near the damage. No other damages or anomalies were observed on the closurefast device.

Event description:
Procedure was performed in (B)(6). Customer stated that the closurefast catheter did not work during procedure so when removed to check, the product was burnt.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.